Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the incision site. On (B)(6) 2013 the site was cleaned and tissue was re-positioned. The patient was prescribed levequin (dosage and duration not reported). The implanted device remains.